Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and evaluated at service center. The complaint can be confirmed. The reported complaint of footswitch loses connection intermittently with vapr generator has been verified and repaired. The footswitch was found to be having batteries running low. Thus, the aa batteries were replaced as identified in the investigation to address the reported issue. The repair and testing of the unit were completed per the service manual, bringing the unit back to full functionality. The root cause for the reported problem is low batteries. The root cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that the two vapr vue wireless footswitches would properly initiate connection but would lose the connection as the case proceeded. They were able to complete the case with another like device. This did not cause a surgical delay and there was no patient harm. This is all the information the sales rep has at this time.